Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Patient-device interaction (aortic valve regurgitation): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received from a clinical review that reports the patient declined further medical care, care was withdrawn, and the patient expired in the ICU. It was noted that the patient had a history of chest radiation due to cancer. It was reported that the aortic insufficiency in part was due to the interaction of the impella device with potentially friable and stiff aortic valve leaflets, resulting in an adverse hemodynamic response. This became significant once support was initiated. The death is conservatively being reported; however, the outcome is most consistent with the patient¿s underlying critical condition, including coronary artery disease, prior cardiac surgery, cardiogenic shock, and comorbidity conditions such as diabetes mellitus, renal insufficiency, and prior chest radiation¿associated valvular changes.

Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. D6b. Explantation day, month and year added. H6. Health effect - impact code.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical arterial approach in a 50-year-old female patient for the indication of protected percutaneous coronary intervention. The patient¿s past medical history was significant for prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. During impella 5.5 support, torrential aortic insufficiency was reported, which was reported as attributed to the impella 5.5 cannula positioned across the aortic valve. The patient remained on impella 5.5 support at the time of reporting. The reported aortic insufficiency is consistent with device¿valve interaction in the setting of transvalvular positioning and may be influenced by underlying valvular pathology and the patient¿s critical clinical condition.